Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis treatment (tx) on 1550 device had elevated serum bicarbonate levels after the treatment was completed. No adverse symptoms or medical intervention was reported by hcp. On 12/03/1999, pt had pre-treatment blood gas study conducted which revealed a high serum bicarbonate level; however, it was not indicated that the solution used for hemodialysis was changed.